Event description:
A report was received that the patient was experiencing short bursts of stimulation whenever the scs was turned off. It was mentioned that the patient experienced shocking-like feeling when she was more active and suspected a possible frayed wire.

Manufacturer narrative:
Additional information was received that the physician did not believe the ipg was causing the shocking stimulation, as it was non-functional and without charge. No device malfunction was suspected and no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing short bursts of stimulation whenever the scs was turned off. It was mentioned that the patient experienced shocking-like feeling when she was more active and suspected a possible frayed wire.